Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A copy of device memory was preserved and submitted for analysis. Technical service (ts) review of device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. The device remains implanted. No adverse patient effects were reported. Additional information that this pacemaker device was explanted, and returned for analysis. Besides surgical intervention, no adverse patient effects were reported. Analysis is pending, once analysis is complete, a updated supplemental report will be submitted.

Manufacturer narrative:
The device remains implanted. Although the device has not been returned for analysis, engineering review of device data confirmed that the device battery was depleting prematurely. However, despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A copy of device memory was preserved and submitted for analysis. Technical service (ts) review of device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A copy of device memory was preserved and submitted for analysis. Technical service (ts) review of device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. The device remains implanted. No adverse patient effects were reported. Additional information that this pacemaker device was explanted, and returned for analysis. Besides surgical intervention, no adverse patient effects were reported.